Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported a loss of aspiration occurred. An angiojet® zelantedvt¿ was being used for a thrombectomy treatment procedure. The device was primed, worked for about 45 seconds and an error message occurred. They tried to clear the error message but were unsuccessful. The catheter was removed from the patient and another of the same catheter was used to complete the procedure. No complications were reported and the patient was fine.